Manufacturer narrative:
Concomitant device used: envoy (str, catalogue and lot unknown), cathex guiding catheter, (B)(4) (lot unknown), chikai/(B)(4) were utilized. Other devices utilized during the procedure were, excelsior sl10, chikai/(B)(4), and an unspecified 'complex' coil. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information and evaluation codes will be submitted within 30 days.

Event description:
This complaint is from a clinical study. The procedure was coil embolization assisted with vrd ((B)(4)) of basilar tip. The patient has a medical history of hypertension, previous cerebral infarction in basilar artery (details not provided) and cecitis. The ruptured saccular aneurysm neck was 6.0mm, and the neck to sac ratio was 6.0mm:15.8mm. The parent vessel size diameter proximal was 3.0mm and distally was 2.0mm. Mrs before the procedure was 5, three days after was 5 and after approximately three weeks after was 5. The act was 163 seconds pre anticoagulation and 247 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. Antiplatelet therapy included; aspirin 100mg/day: (B)(6) 2010 ~ ongoing, clopidogrel sulfate 75mg/day: ongoing, heparin 3,000u was administrated intra-procedurally. Prior to implanting the vrd, envoy (str, catalogue and lot unknown), cathex guiding catheter, (B)(4) (lot unknown), chikai/(B)(4) were utilized. Other devices utilized during the procedure were, excelsior sl10, chikai/(B)(4), and an unspecified 'complex' coil. No further information is available and procedural images are not available.

Manufacturer narrative:
It was reported via the (B)(4) enterprise post market study "(B)(4) pms enterprise" that four hours post enterprise vrd assisted coil embolization of a ruptured basilar tip aneurysm, the patient had an episode of third cerebral ventricular hemorrhage and consciousness disturbance associated with the bleeding. Action taken was external ventricular drainage. The event outcome approximately 14 weeks later was reported as "resolved with sequelae (consciousness disturbance)." According to the physician, the relationship of the event to the procedure was unknown and to the vrd was also unknown. The physician commented that the final angiogram showed no signs of bleeding therefore the cause of the event remained unknown. The (B)(6) female had a medical history of hypertension, previous cerebral infarction in basilar artery (details not provided) and cecitis. At baseline, the ruptured saccular aneurysm neck was 6.0mm, and the neck to sac ratio was 6.0mm:15.8mm. The parent vessel size diameter proximal was 3.0mm and distally was 2.0mm. The modified rankin scale (mrs) score pre procedure, one week post procedure and one month post procedure was 5. Heparin 3,000u was administrated intra-procedurally. The act was 163 seconds pre anticoagulation and 247 seconds post anticoagulation. Antiplatelet therapy included ongoing aspirin 100mg/day and clopidogrel sulfate 75mg/day beginning the day of the procedure. The occlusion rate of aneurysm was 95% after the procedure. No further information is available regarding the procedural use of the enterprise or the event and procedural films are not available. The enterprise vrd remains implanted and procedural images are not available. Hemorrhage and neurological deficits are known potential adverse events associated with the use of the enterprise vrd in the intracranial arteries; however as reported, the relationship of the post procedural cerebral ventricular hemorrhage to the enterprise vrd and procedure cannot be determined. It is noted that the patient was admitted with a previous basilar artery stroke, baseline ruptured basilar aneurysm and an mrs score of 5 (severe disability). Intraventricular hemorrhage (ivh) is known to occur in the setting of aneurysmal sah. Irritating blood by-products are known to cause the walls of the artery to contract and spasm possibly causing secondary strokes. Increased pressure due to the baseline pre-procedure ruptured aneurysm may have contributed to the ventricular bleed. With a review of the available information there are no identified product malfunctions or performance issues contributing to the event. Although a definitive conclusion cannot be made, it is possible that clinical factors including the patient's baseline presentation may have contributed to the event. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01420495. (B)(4). The history records indicate this product was final inspection tested (B)(4) and was determined to be acceptable. Therefore, no corrective actions will be taken at this time.